Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The caller feels that when they give 5 units they only get 2 units. The customer has been in the 300 to 400 mg/dl range constantly and needs manual injections to bring down the levels. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.